Event description:
Lad cto pt had prior CABG x 3. Advanced frontrunner without a problem through diffuse disease proximal to cto. Actuated fr jaws 3 times and popped thru the proximal cap. Worked thru midsection quickly with one actuation of jaws. Popped across distal cap, pulled fr out and took a shot with contrast. There was a dye stain outside the vessel, a perforation. Reversed heparin with protamine and inserted a 2.5 balloon, 2 inflations. A total 30 mins and perforation sealed. Echo showed no fluid. Pt was fine. Jaws were closed when catheter popped across distal cap. It was confirmed there was no device failure or malfunction.